Manufacturer narrative:
Additional narrative: devices implanted in (B)(6) 2015; exact date unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This is part 2 of 4 for, 3.5mm ti lcp® plate 7 holes 98mm., part#: 423.571, lot#: unknown, (B)(4), lot and manufacturing date unknown. Original implant date sometime in (B)(6) 2015. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient fell and broke his radius and his ulna back in (B)(6) 2015. He underwent an open reduction internal fixation (orif) of the ulna and radius where 2 small fragment plates and multiple screws were implanted. The patient complained of pain and discomfort postoperatively. During the course of his postoperative treatment the surgeon felt he was going to experience a non-union and opted to revise the patient on (B)(6) 2015. The patient was implanted with two of the same type of plate, only longer. Additionally, the doctor treated the patient during the revision with an autograph; he packed the fracture site with a graft taken for the patient's tibia. No additional medical intervention required. There was no surgical delay and procedure was completed successfully. Patient status was reported as "pretty good" as surgeon was pleased that the bones were more united and were more healed then expected. Patient history includes obesity and was a heavy smoker (half pack a day). This report is 2 of 4 for (B)(4).